Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the patient experienced multiple sensor failures. The patient reported that she recently experienced two sensor failures and that she was sent to the hospital. The patient did not provide any details regarding the extent of injury.